Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing resulting in numerous non-sustained episodes stored to the device. One particular stored episode was noted to have exhausted therapy due to inappropriate anti-tachycardia pacing (atp) and shocks. Upon closer review, no noise was observed but it was noted the patient was in an accelerated rhythm at the time that was misidentified by the device due to a combination of rate and programmed detection enhancements. Low, but in-range, pace impedance measurements were also observed. Based on available evidence a lead issue was suspected but no confirmation was available at the time. The device was reprogrammed and the patient sent for an x-ray, the results of which are unknown. No adverse patient effects were reported. This system remains in service.